Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture in the right ventricle (rv), observed on telemetry strips. A boston scientific technical services consultant reviewed the telemetry strips and found occasional ap with no vp or vs. All device testing was normal, with no oversening inducible. Technical services discussed possible crosstalk and suggested programming the rv to least.